Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was at 430 mg/dl. Customer stated that he tried to calibrate and the reading prompted a calibration error. Customer tried again but received a calibration error. Customer did not replace the sensor until this morning. Customer has already thrown away the old sensor. Customer stated that it seems like it is getting caught when he takes the inserter off of the needle hub. Customer was advised that when he receives a cal error next, he needs to contact us for additional assistance. No additional information provided.